Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not contact customer service. Although the complaint regarding mcs tip cover accessory coming off the instrument was not confirmed by failure analysis, the information gathered indicates that the device did contribute to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if additional information becomes available.

Event description:
On (B)(6) 2023, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: when removing robotic monopolar curved scissor (ref#470500), the disposable hot shear cover (ref# (B)(4)) came off. The surgical team observed the "orange" electrode portion of the scissor was exposed. A search was conducted by the surgical team to ensure that the tip cover had not been left in the patient. The sterile scrub table and drapes were searched to find the tip cover. The tip cover was found lodged into the disposable 5/8mm universal seal (ref# 470500). Isi followed up with the initial reporter and obtained the following additional information: the robotics coordinator stated that monopolar curved scissor (mcs) tip cover accessory was inspected prior to use, and nothing unusual was noted. There was no damage to the mcs tip cover accessory. The nurse informed the tip cover was properly installed with no orange showing or bulging noted. The installation tool was used. There was no electrolube or any other lubricant applied to the mcs instrument prior to the mcs tip cover accessory installation. There was no reducer used. There was no difficulty removing the instrument and mcs tip cover accessory. After the event occurred, the surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula. The reported issue occurred at the end of the robotic portion and the case was completed robotically. There were no images or video recordings.